Event description:
Elderly female with history of ischemic left foot with significant peripheral artery disease. While having an interventional radiology angiogram with intervention, "the 5f vascade did not deploy properly. It would not come back to be able to deploy the collagen plug. This continuously keeps happening with the 5 f systems." Manufacturer is cardiva medical.